Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were able to clear the alarm and also able to completed rewind of insulin pump but the alarm occurred immediately after a battery change. Auto mode feature was unknown. No harm requiring medical intervention was reported. The device will be returned for analysis.